Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that on 10/1/2019, a 400cc mentor memorygel breast implant was discovered to have a tear during insertion for a primary breast augmentation surgery, and it was subsequently removed and replaced with another 400cc mentor memorygel breast implant during the same surgery. No patient adverse event was reported.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 0.2 cm, located at the posterior view. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were observed. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).